Manufacturer narrative:
(B)(4). The device was manufactured june 7, 2013 ¿ june 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor leaked inside of its housing. This occurred after filling of the device with an unknown drug solution. The reporter stated that the location of the leak could not be identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation. Upon receipt, fluid was visually observed inside the housing. A functional leak test was performed. The unit was filled with green colored water. After fill, a leak was visually observed at the welded area of the volume indicator port located inside the housing. Therefore, the device did not meet product specification. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.